Event description:
It was reported that, prior to a robotic laparoscopic cyst removal procedure, the endoscope image began flickering when connected to the storz system. The endoscope was exchanged, but the problem recurred. After restarting the storz system twice, a yellow error showed stating the storz system was not recognized. After restarting the entire system, the storz system was still not recognized. The settings were reset from the endoscope and the problem was resolved. Despite the issue being resolved, the operation was done open due to concerns over the time it took to look after the problem and concerns over whether the problem was solved for certain. The overall delay took over 30 minutes. The incision was extended by more than 1 inch (2,54 cm) in order to do the surgery open.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).